Manufacturer narrative:
Concomitant medical products: pb1018 transcatheter valve, implanted: on (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with symptoms of pacemaker syndrome due to the implantable pulse generator (ipg) being at elective replacement indicator (eri) as well as symptoms of pre-syncope due to intermittent capture exhibited on the right ventricular (rv) lead. It was also reported that the rv lead was fractured. It was also reported that noise was noted on the ventricular electrograms (egm) at the time of interrogation. The ipg and rv lead were inactivated and replaced with the leadless implantable pulse generator (ipg). No further patient complications have been reported as a result of this event.